Event description:
It was reported that the patient presented to the hospital for a generator change. Device interrogation revealed that the right atrial (ra) lead exhibited noise oversensing resulting in short episodes of inappropriate mode switch. The physician elected to adjust the atrial sensitivity and changed the episode storage settings; the ra lead will continue to be monitored. There were no patient consequences.